Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No moisture damage found inside the pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer's blood glucose was 290 mg/dl. Customer does not know what caused anomaly, but reported that insulin pump is in bathroom when bathing and pump is worn in bra while running. After troubleshooting, customer was advised that insulin pump would need to be replaced.